Event description:
New information received noted noise on the atrial lead.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, noise and clavicle crush were confirmed. As received, a complete lead was returned in two pieces. A clavicular crush damage was found at the middle region of the lead damaging the inner insulation, outer insulation and fracturing all the filars of the inner and outer coils. The cause of the reported events was due to clavicular crush damaging the inner and outer insulations and fracturing all the filars of the inner and outer coils. Electrical testing did not find internal shorts.

Event description:
It was reported during in clinic follow up that the atrial lead exhibited failure to capture and failure to sense. During lead revision, it was discovered that the lead had been damaged due to clavicular crush. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.